Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.

Event description:
It was reported that the atrial lead dislodged during extraction of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.